Manufacturer narrative:
Corrected data: d4 serial and UDI numbers updated. The investigation is still ongoing.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 was inserted via the axillary artery site to support the 61 year old male patient who had been admitted in with cardiomyopathy, presenting in scai stage d shock. The patient was supported by inotropes, vasopressors, and a vent prior to the pump support being initiated. The underlying medical history was not shared. On day 5 of the support the team held the anticoagulation to allow for the placement of a pacemaker and teeth extraction. During the placement the patient suffered a stroke. There was facial drooping but limb movement and strength was intact and heparin was restarted on day 6 of the support. The stroke was thought to be embolic in nature. The pump remains on for support despite the harm.

Manufacturer narrative:
Additional information: patient survived.

Manufacturer narrative:
Investigation summary: stroke/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.